Event description:
During insertion of aa4203tl silicone lens the optic was damaged resulting in the need for removal. The incision was enlarged and the lens was cut into pieces to remove. Three sutures were required. The pt is doing fine.